Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 2.75 x 15 promus. Other: aspirin, clopidogrel. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that on (B)(6) 2009 the patient underwent stenting in the predilated distal left circumflex (dlcx) artery with the 2.5 x 18 promus stent and a 2.75x15 promus. On (B)(6) 2011, the patient experienced cardiac chest pain requiring re-admission. The patient was found to have 80% stenosis in the dlcx and underwent revascularization with a drug eluting stent. This resulted in a residual stenosis of 0%. The patient was discharged on (B)(6) 2011. There was no adverse patient sequela. There was no additional information provided.